Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during an upgrade procedure to replace the ICD due to reaching eri (elective replacement indicator), noise was observed on the right ventricle (rv) lead. The noise had been documented during a follow-up visits; however, the patient never experienced any adverse effects or symptoms related to the observed noise. The patient's rhythm is conducted atrial fibrillation. The rv lead was capped off during the upgrade procedure. It was also observed that the left subclavian vein was occluded, therefore a new crt-d system was implanted on the right side. No adverse effects were reported.